Manufacturer narrative:
The investigation for the reported aic - purge issue has been completed. Console logs from the reported day of event are mostly consistent with complaint and show multiple "purge fluid not detected" messages, however, contrary to the complaint intake description, there were multiple purge issues (e.g. "Piston blocked", or "home not found") from the start, and the pump was never fully primed. Console imc logs as well as rt logs indicate that purge cassette piston was not advancing. Inspection of the console revealed glucose contamination between purge motor gasket and purge insert, which resulted in motor shaft being immobilized. After the affected area was cleaned, the motor shaft was able to spin, and issue was resolved. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that "purge fluid not detected" message was displayed after pump was primed. Exchanging the purge cassette did not resolve the issue. A replacement console was successfully used. There was no reported harm or injury to the patient.